Event description:
Home pt (hp) reports he accidentally disconnected his pt line of the homechoice set in dwell 1/4 during automated peritoneal dialysis treatment. Hp was assisted in ending treatment early by baxter technician. No pt injury or medical intervention required per son of home pt.